Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation on november 24, 2009 that a gemini stone retrieval paired wire/helical basket was used in a ureteroscopy procedure performed on (B) (6) 2009 (patient's age, gender, and weight are unknown). According to the complainant, the retrieval basket was opened and tested outside of the patient. At this time, it was noticed that the basket would not advance from the sheath. The procedure was successfully completed using a segura hemisphere basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The investigation of the returned device found the basket closed and unable to open when handle was operated, due to a buckled sheath found at the tip of the device and within the black heat shrink. When the device was disassembled to manually close and open the basket, powder like residue was found in the sheath and drive wire. After the buckled section of the sheath and the area of dried residue were cut away, the basket was still unable to open and close. Therefore, the most probable root cause of this complaint is a design issue.